Event description:
The balloon inflated completely when the balloon was inserted. After a while, poor augmentation was noted and the iab did not inflate completely. The 20% from the tip of the balloon did not inflate even when using a syringe. The iab was surgically removed. (Event complications: the iab was surgically removed - reported 08/27/1998.) (Pt's current status: unk - reported 08/27/1998.)